Event description:
It was reported that there was a volume discrepancy at the patient¿s most refill appointment. The expected reservoir volume was 2ml and the actual reservoir volume was 18ml. The pump logs did not show any motor stalls. A pump replacement was done on (B)(6) 2013. During the replacement surgery, the healthcare provider (hcp) was unable to aspirate through the catheter. After the hcp opened the back site, it looked as though the catheter tip may not have been intrathecal and also appeared to be severely kinked. The catheter issues occurred at the catheter tip and distal end. A catheter replacement was done at this time. The patient¿s pain began to return approximately two months prior to the report. At the time of the report, the patient¿s status was reported to be ¿no injury/no adverse event¿. The device system was used to deliver compounded baclofen 300mcg/ml, 45.88mcg/day and infumorph 10mg/ml, 1.529mg/day. The approximate date of the event was reported to be (B)(6) 2013. It was reported that both devices were discarded and will not be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4).